Event description:
During pt use, an 'o2 sensor bad' alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolve by replacing the o2 sensor. No serious injury was reported in this case.